Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam plunger was not confirmed as the lever was opened, and the foot was deployed with no resistance. The plunger was pressed to complete the deployment with no resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the premature ejection of suture needle tip, resulting in the noted broken trigger boss was due to the inadvertent pressing of the plunger with the lever not fully deployed (step 1) resulting in the reported plunger mechanical jam. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a branched endovascular aneurysm repair (bevar) interventional procedure. Reportedly, the plunger was unable to be pressed. The sheath was upsized to a 24f sheath and the bevar procedure was completed. Hemostasis was achieved via a surgical cutdown. There was a reported clinically significant delay in the procedure due to the conversion from percutaneous to the cutdown. No additional information was provided.